Event description:
It was initially reported that a patient experienced a complete loss of stimulation in regards to their device system. The issue was noted to have occurred with the device turned on. It was noted that the patient had stimulation following a post device change out, but had lost stimulation approximately two weeks later. Electrical impedance was conducted at 3 volts and all impedance measurements were within normal range (21-2600 ohms). The "0-7" port was noted as being used. On (B)(6)2010, it was further reported that in addition to impedance testing, fluoro visualization of the lead, pulse generator, and entire system configuration was conducted. Each of the systems were individually evaluated, and it was determined that the lead was somehow damaged and showed out of range impedances. The patient's leads were revised on (B)(6)2010. The patient's outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)